Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had an impedance warning due to low impedance measurements. The lead returned to expected range and remains in use. No patient complications have been reported as a result of this event.